Event description:
It was reported that a needle 18x1-1/2 ll eclipse had foreign matter during use. The following was reported by the initial reporter: "needle with lint cardboard inside the packaging."

Manufacturer narrative:
Investigation: DHR, quality notifications and maintenance records were checked, and no records potentially related to the failure were found. Evaluating the photo provided it was possible to observe foreign matter dirt. For the reported defect is an occurrence related to contamination during the production process caused by operational failure during the cleaning of packaging equipment.

Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a needle 18x1-1/2 ll eclipse had foreign matter during use. The following was reported by the initial reporter: "needle with lint cardboard inside the packaging."